Event description:
Customer reports lancet device will not retract after he presses the plunger all the way, needle sticks out all the way while using the softclix plus lancet device. No accidental needlestick reported. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.